Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked. The rayone spheric rao100c was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that resistance was encountered during injection. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The rayone preloaded iol injection system use fmea identifies the following as possible cases of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 014233964 showed that all manufacturing and quality checks were conducted with successful results, met specification criteria and were without defects. While it is not possible to make a definitive assesment in the absence of the product for return, continued injection at the point resistance was encountered, a deviation from the IFU, is a possible cause of the lens damage post injection in this case.

Event description:
On 21st june 2024, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye a crack was observed in the optic necessitating lens explantation.